Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the valve was explanted for an unknown reason. The valve was replaced with another bioprosthetic valve. No adverse patient effects have been reported. Additional details will be provided. The valve will be returned.

Manufacturer narrative:
The device history record could not be reviewed, as the serial number provided is likely not correct. The product will be returned; however has not been received. Upon receipt the product will undergo extensive analysis. Following completion of the analysis or upon receipt of additional information, a supplemental report will be submitted. For use by user facility/importer(devices only). (B)(4).

Event description:
Medtronic received information that following the implant of this bioprosthetic valve (prior to knotting the sutures), a cuspal tear was noted. The valve was replaced with another hancock ii valve. No adverse patient effects have been reported. The valve will be returned.

Manufacturer narrative:
The product will be returned; however has not been received. Upon receipt the product will undergo extensive analysis. Following completion of the analysis or upon receipt of additional information, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Correction: the serial number, device manufacture date and expiration date provided on the initial report were inaccurate. The serial number of the device was confirmed upon receipt at medtronic. The correct information is provided on this report. In addition, has been updated on this report. Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were flexible. The right and non-coronary cusps were intact. A small tear through the tunica of the left cusp adjacent to the left right inferior coaptive area appeared consistent with a puncture or laceration by a sharp instrument such as forceps. An intercuspal hematoma appeared to be associated with the puncture or laceration. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The reported clinical observations were confirmed. Based on the information provided and analysis findings, the cause of the event was likely due to a sharp instrument during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.